Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they received an unspecified low sensor scan value on the adc freestyle libre on (B)(6) 2019. The customer had contact with her hcp and was treated with oral "emergency sugar pack" for hypoglycemia. However, the customer was subsequently administered insulin (type/dose unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided was not valid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that they received an unspecified low sensor scan value on the adc freestyle libre on (B)(6) 2019. The customer had contact with her hcp and was treated with oral "emergency sugar pack" for hypoglycemia. However, the customer was subsequently administered insulin (type/dose unknown) for treatment. There was no report of death or permanent injury associated with this event.